Manufacturer narrative:
Heartsine's investigation of the device found no fault on the returned device. Clinical evaluation of the event data observed that the device determined the patient's ECG to be shockable, with this decision later reversing due to icg disturbance. Given no fault found on the device, it is possible that the disturbance in the icg trace and the subsequent reported fault had been due to situational factors, e.g. Incorrectly positioned/poorly adhered pads or excess hair on the patient. The reported fault is therefore attributed to potential user error. The device will be retained at heartsine and the customer has been provided with a replacement device.

Event description:
The distributer contacted heartsine to report a patient involved event. The complaint alleges that the device did not perform as intended, and repeatedly broadcasted messages during the event. A patient death was reported relating to this event, however the clinical evaluation of the event determined the device performed without fault and therefore had no impact to patient outcome.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. The customer provided heartsine with the available patient information.

Event description:
The distributer contacted heartsine to report a patient involved event. The complaint alleges that the device did not perform as intended, and repeatedly broadcasted messages during the event. A patient death was reported relating to this event.